Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
A customer contacted baxter's technical service center regarding check lines and bags alarm that appeared on the homechoice (hc) unit during prime. The home patient (hp) called in because she said that she has been trying to prime supplies on the hc and they would not prime because something was leaking. The hp said she changed the cassette, but not the bags. The technical service representative (tsr) advised the hp she must start over with all new supplies including bags and cassette. The hp understood. The hp will start over with all new disposables. There was patient involvement but no patient injury or medical intervention was reported.